Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve (d415501), the valve dislodged into the ascending aorta. Subsequently a second valve was implanted.  No additional adverse patient effects were reported.